Manufacturer narrative:
.

Event description:
Sales representative reported "distal 3-5 inches of guidewire broke off in patient as the surgeon was inserting the cannulated switching stick over the guidewire. Pieces of the guidewire were removed and no foreign bodies remained in the patient; it was necessary to make a larger incision to retrieve the broken piece with the assistance of a hemostat and c-arm. Surgeon advanced cannulated switching stick over the guide wire disp hip pac. The switching stick was advanced without incident, however, when the guide wire was being removed from the cannulated switching stick, the guide wire broke off approximately 60 cm from the tip. The broken piece was seen on c-arm fluoroscopy and retrieved. The angles of approach were not extreme or abnormal, and as stated, the switching stick was carefully removed but the guide wire still broke. The sites were prepared by advancing the spinal needle first, removing the stylet, and then placing the guide wire. There was a 15 minute delay as a result.